Event description:
A power source alert was reported by the customer, which did not cause the blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. The customer was using a tandem charging cable and wall adaptor when the issue arose, and attempts were made to troubleshoot the problem by keeping the wall adapter plugged in for 30 minutes, but the pump shut down, preventing further troubleshooting. Eventually, plugging the charging cable into a wall adapter resolved the issue, and no further assistance was needed.